Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a unknown procedure the tip fell off the first device. The hand control did not work correctly on the second device. The case was completed with another device of the same product code. No patient consequence.